Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The inflation issue, failure to deploy the stent, and balloon rupture were confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to interactions with the patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified, and heavily tortuous lesion in the coronary artery. Leaking was noticed on a 2.5x38mm xience prox stent delivery system (sds). An attempt to inflate the balloon was made; however, no pressure was observed. The indeflator was checked, but no contrast medium was noticed and the device was ok. The indeflator was changed to a new one with the same results. Blood was noticed to be coming out of the balloon catheter when pulling the device out of the artery. The sds was removed with the stent; however, resistance was felt. A hole in the balloon was noticed. The procedure was successfully completed with another device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.